Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance measurements, above 200 ohms. Technical services (ts) indicated that isometric testing and pocket manipulation were performed, and no additional out of range impedance values were observed. Baseline noise was noted on the shock channel. This patient has a barostimulation device, however, ts confirmed no oversensing was observed. Technical services recommended continued monitoring. No adverse patient effects were reported, and the device remains in service.